Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2011 (right hip).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in aug 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref: (B)(4). Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: pt sustained serious personal injuries, including but not limited to: chronic inflammation, pain, progressive discomfort of the hip and emotional stress/trauma. It is also alleged all of which said injuries have caused and continue to cause said pt great mental, physical and nervous pain and suffering.